Manufacturer narrative:
The investigation determined that lower and higher than expected vitros thyroid stimulating hormone (tsh) results were obtained from vitros total thyroid controls (ttc) using vitros immunodiagnostic products tsh reagent lot 6160 in combination with a vitros eciq immunodiagnostic system during precision testing. The assignable cause of the event is an issue related to the vitros eciq immunodiagnostic system. An ortho field engineer (fe) went on site to assess and optimize the performance of the vitros eciq system. The fe found that the aspirate valve was low and the inner lift pin was damaged, and both items were replaced. The vac filter was also replaced. Vitros tsh is sensitive to issues caused by expired vac filters. The fe also checked the luminometer and performed an irs calibration. Following service actions, the fe performed vitros tsh precision testing which yielded acceptable results indicating that the performance of the vitros eciq immunodiagnostic system had been restored to expectations. The customer then performed quality control checks and confirmed the instrument was producing results within the expected range.

Event description:
A customer reported lower and higher than expected vitros thyroid stimulating hormone (tsh) results obtained from vitros total thyroid controls (ttc) using vitros immunodiagnostic products tsh reagent in combination with a vitros eciq immunodiagnostic system during precision testing. Vitros ttc lot 0760 l1 results of 0.017, 0.019, 0.020, 0.031, 0.032, 0.033, 0.029 and 24.000 miu/l against a truth value of 0.087 miu/l; vitros ttc lot 0760 l2 results of 0.868, 0.873, 0.881, 0.915, 0.990, 1.020, 1.020, 1.040, 1.040, 1.060, 1.070 and 1.100 miu/l against a truth value of 2.580 miu/l; vitros ttc lot 0760 l3 results of 10.400, 10.500, 10.700, 10.800, 11.100, 11.200, 11.500, 11.600, 11.800 and 12.100 miu/l against a truth value of 23.500 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros tsh results were obtained when processing qc fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).